Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va0nza4, implanted: (B)(6) 2014, product type: lead. Product ID: 3708660, serial# (B)(4), product type: extension. Product ID: 3708660, serial# (B)(4), product type: extension. Product ID: neu_unknown_ext, serial# implanted: explanted: product type: extension. (B)(4).

Event description:
It was reported that there were high impedances upon completion of connecting the entire system on contact 1. There were two combinations above 10,000. The healthcare professional reviewed original values and re-connected at the site of the pocket. The original values remained unchanged, so they decided to replace the left extension and that resulted in higher impedances on contact 1 and 2: c/1-27634, 0/1-27881, 1/2-27881, 1/3-29461, c/2-7378, 0/2-9770 and 2/3-8307. The action required as a result of the event was a revision. The product issue was not resolved and the cause was not determined. The patient was alive with no injury and there were no patient symptoms. It was unknown if stimulation was felt due to the patient being under anesthesia. To the manufacturing representative¿s knowledge impedances had not resolved. It was unknown if there were any lead fractures. No additional troubleshooting, interventions or other actions had been taken. The patient¿s device was off.